Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their body is rejecting their device showing signs of an allergic reactions. The patient reported having peripartum cardiomyopathy, heart failure, body filling with fluid, painful tightness in their chest, swelling in their chest, a blood clot from their shoulder to their elbow, and hypertension. The patient also stated that a picture was taken "of the wire that was too big for my heart. It was almost the size of half my leg." The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and the patient states they felt better after the explant. No further patient complications have been reported as a result of this event.